Event description:
It was reported that during a surgical procedure at the user facility, a wire got stuck in the device as well as the patient. Another wire was used to remove the first wire from the patient. Back-up equipment was used to complete the procedure. No clinically significant delay, and no medical intervention were reported.

Manufacturer narrative:
Add¿l info will be submitted once the quality investigation is completed.